Event description:
Report received of an underdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. The pump was programmed to deliver 40mg of milrinone in 60ml at a rate of 5.0ml/hr instead of the intended diluent of 100ml at a rate of 8.4ml/hr. At 1530 the nurse noted the error. The pump was reprogammed to the intended settings and the therapy was resumed. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.